Event description:
Boston scientific received information that a physician using boston scientific's cognis/teligen line of products alleged that the 3-zone monitor only set up led to one of the physician's patients receiving an inappropriate shock. The local boston scientific field representative did not have any specific device or patient information. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.